Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an e8 error message, cord damage, unintended activation/motion, noise and component damage. It was further determined that the device failed pretest for handpiece temperature, noise, safety and visual. It was noted in the service order that the during an unknown surgical procedure the device did motor had an error code e8. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.